Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One photo was provided to our quality team for investigation. The photo is a close-up image of one loose syringe with an unknown brownish particulate in the syringe; however, it cannot be determined from the photo provided if the particulate is within the fluid path or embedded within the barrel. The condition observed is non-conforming per product specification. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3164164. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628, batch#: 3164164. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. On 25nov2025, xxx was informed of an event with xxx 8mg vial kit which was categorized with the defect foreign matter. On 25nov2025, the reporter, who is the hcp, stated, ¿there was a small foreign in the barrel on the solution side of the plunger.¿ additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? 25nov2024. 2. When was this defect observed? During or before use? Before use. 3. Did the reported issue have any impact on the patient? N/a. 4. Is there any sample available showing the reported issue? If yes, are you able to provide. The address of the facility for us to ship the return label? A photograph of the defect was provided in the initial request. A sample will not be forwarded at this time.